Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. Customer¿s blood glucose level was 150 mg/dl. A replacement pump was sent to the customer to resolve issue. Tandem technical support instructed the customer to contact a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.